Event description:
On (B)(6), 2012 the reporter contacted animas to report the pump went into suspend mode without user intervention. There was no damage seen to the keypad and no keypad issues with responsiveness. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the history showed the pump was suspended from (B)(4) 2012, 11:42am to (B)(4) 2012, 11:47. The pump was used for 22 days after this event with no suspending occurring during that time. The pump was exercised for 24 hours on a one unit per hour basal program, no self suspending occurred during this time. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history.